Manufacturer narrative:
Patient¿s weight was not provided. The reported history of percutaneous lead issues and pump stoppages was reported under MFR report number 2916596-2016-01901. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient had history of percutaneous lead issues and pump stoppages in (B)(6) 2016 and had been using an ungrounded power module patient cable. It was reported that the patient went for a clinic visit and reported low flow alarms. The device history showed pump stop alarms. The clinicians saw a visible tear on the outer covering of the percutaneous lead; however, there were no visible wires or bends reported. The patient was symptomatic. The manufacturer's technical services reported that the log file showed multiple stoppages. These issues appeared to have occurred while the vad was connected to the power module and batteries. X-rays were unremarkable. The patient was admitted to the hospital and a distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Date of product return a review of the submitted system controller log file confirmed the reported pump stoppages and associated low flow alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The evaluation of the returned portion of the driveline confirmed the report of damage to the outer silicone sleeve. The abnormal pump operation occurred while the patient was operating on both the power module and battery power and appeared consistent with potential driveline wire damage; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. A distal end driveline replacement was performed and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the exterior of the driveline confirmed two small cosmetic tears in the outer silicone sleeve; however, no damage to the underlying clear bionate layer was noted. Significant breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with approximately 3.5 years of use. The underlying wires appeared unremarkable with no evidence of twisting, kinking, or significant insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high-potntial testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient was reportedly placed on a grounded patient cable following the distal end driveline replacement procedure with no immediate alarms and was also previously issued an ungrounded patient cable. No further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.